Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal obstruction and intestinal perforation are known complications of a peg- j tube placement. (B)(4) was chosen to capture the event of intestinal obstruction. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the procedure, an intestinal obstruction with a tear in the intestinal wall and active bleeding were observed. Intravenous treatment and nothing by mouth (diet) was decided. The duodopa tube was replaced.